Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21.

Event description:
The customer reported falsely elevated alinity I ca19-9 result on one patient. The sample was drawn on (B)(6) 2019 and then frozen. The results provided were: on (B)(6) 2019 tube #1 =50.28 / retested x2 = 3.36 / 3.86u/ml. There was no reported impact to patient management. It is unsure if the patient has been diagnosed with pancreatic cancer.

Manufacturer narrative:
A review of tickets determined no increase in complaints were identified for lot 96308fp00 and no trends were found for the issue for the product. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 96308fp00 and an internal panel and all acceptance criteria were met, which indicates acceptable product performance. Use error may have caused the falsely elevated result as retests of the sample gave the expected results indicating a potential sample handling/integrity issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I ca19-9 xr reagent, lot 96308fp00.